Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), there was an intermittent issue with the touch screen and fault code 63 in the logs. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: g3 (remove user facility). The getinge field service engineer (fse) returned to the customer's site at a later date to complete the repairs. The fse replaced the video generator kit as per the service manual then reloaded the b.17 software; however, the reported issue remained intermittently. The fse replaced the touchscreen and observed that the issue was corrected. The newly installed video generator board was removed and the original video generator board was reinstalled. The fse performed functional tests and no further issues were observed. Subsequently, the fse completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
A contact person at the event site is bernard jones. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.